Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the air inlet for the btt port balloon was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. The insufflation tube was observed to be intact, no visual defects were observed. The balloon of the btt was observed to be intact, no visual defects were observed. The clear port was observed to be detached from the btt and was returned for evaluation. An inflation test was unable to be conducted due to the detached port. Based on the returned condition of the device, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the air inlet for the btt port balloon was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.